Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had abnormal discomfort in their left should and near the left side of their chest. It was noted there was possible intermittent phrenic nerve stimulation and the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were reprogrammed. The leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.